Event description:
The device¿s previous manufacturer, invacare, contacted ventec via email to report the following event: "the hartford insurance company has retained white and williams llp to represent its subrogation interest in connection with an (B)(6), 2024 fire loss that occurred at (B)(6). The hartford provides insurance coverage to lifeguard, inc., the owner of the subject commercial property. The forensic investigation into the fire¿s cause and origin is ongoing. Our preliminary investigation revealed that the fire started in a room where approximately 8-10 oxygenators were running, including at least one invacare platinum xl, drive devilbiss 525, airsep new life elite, and notice of potential liability claim (B)(6) 2024 resmed c paps aircurve 10. It is possible that your acts and/or omissions contributed to and/or caused the damages suffered by my client¿s insured." There were no reports of patient use or harm associated with the reported event.

Manufacturer narrative:
H6: the initial reporter did not provide a device serial number. As a result, section d4, serial # and UDI#, are currently "unknown" and section h4, device manufacturer date, shall be left blank. If the serial number is received, these fields shall be updated accordingly. In addition, the cause and origin of the reported fire is still being investigated. As a result, there is currently insufficient information available to assign a more specific h6, medical device problem code, as investigators do not know if the invacare oxygen concentrator started the fire, or if it was one of the other devices located in the same room. The device has not been returned to ventec for evaluation. The previous device manufacturer, invacare, is performing the investigation. Upon completion of the previous device manufacturer's investigation, ventec shall be provided with the results. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.